Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level was 600mg/dl. Elevated blood glucose was addressed with a correction bolus via manual dose injection. A replacement pump was sent to the customer to resolve the issue and the customer reverted to manual dose injection for insulin therapy.